Manufacturer narrative:
(B)(4).

Event description:
The transmitter has been received for evaluation. An external visual inspection was performed and passed. Voltage testing was performed and failed. A review of the share logs was performed and a transmitter failed error was found within the investigation window. The customer complaint of a transmitter failed error was confirmed. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. No additional patient or event information is available.